Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced difficulties using both inflatable penile prosthesis (ipp) and artificial urinary sphincter (aus) devices, as both pumps were located next to each other in the left side of the scrotum. The patient requested this disposition of pumps due to the lack of left testicle. After medical evaluation, it was decided that the aus pump required repositioning. The existing aus pump was explanted and replaced with a new component. No additional patient complications were reported.